Manufacturer narrative:
The product was not returned for analysis. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that during intraocular lens (iol) implantation in the patient right eye, it was observed that the iol was jammed in the cartridge and was deformed. There was no patient contact with the iol. The surgery was completed with a backup lens. There was no patient harm. The reporter was unwilling to provide further information.